Event description:
It was reported that during a da vinci-assisted paraesophaheal hernia repair surgical procedure, the 30 degree endoscope was flipped. The right was left and the left was right and the horizon was off. The clinical sales representative (csr) was also present and reported the problem. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noticed the issue upon first insertion of the scope. When looking into the scope the image looked opposite. They tried reseating it, but that did not resolve the issue. They resolved the issue by using a spare endoscope. The surgeon was able to start the procedure robotically, however due to the nature of the procedure and the patient's anatomy, the surgeon elected to convert to laparoscopic surgery. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis did not confirm or replicate the customer reported complaint. The endoscope was working properly. There was no issue found with the endoscope's images or orientation. There were good images in both eyes. There were no related errors found in the logs and no errors at the quality assurance plan (qap) system. There was visual cable integrity damage.